Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime/a33 test due to protruded loose drive support disk. The insulin pump has minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer was trying to put in a new fusion set, but the pump keeps hitting the prime and referring back to rewind. Customer treated with the pump. Customer's blood glucose level was 359 mg/dl. No add'l info provided. Customer was unable to exit the preparing to prime loop. Customer did not receive a 2nd series of beep nor did the numbers appear on the screen. Customer will be sent a replacement. Customer does not have a back up plant to treat, but will work on it. No add'l info provided.